Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination was performed on the returned wanda device. The balloon was observed to be unfolded which indicates it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 9mm proximal to the proximal edge of the proximal markerband and extending distally over the balloon material for 52mm. No issues were identified with the balloon material that could have contributed to the complaint incident. The markerbands and tip of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-oct-2017. It was reported that balloon leakage occurred. The target lesion was located in the urethral artery. A 6.0-40, 80 wanda¿ balloon catheter was advanced for dilation. However, the balloon was found to be leaking. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.